Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device outer tube had a dent, e216 error, and image had noise due to damage on the charged coupled device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: outer tube had dent due to component failure of the outer tube, error e216 was displayed due to component failure of the charged couple device (r-unit) and image had noise due to component failure of the charged couple device (r-unit). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.